Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericarditis could not be conclusively determined.

Event description:
The night after a procedure the patient experienced tightness in their chest associated with deep breaths. The discomfort became worse when laying down and lessened when sitting up. The physician believes the symptoms are related to post-procedure pericarditis. The patient was instructed to take tylenol for pain control and was prescribed a 14-day dose of colchicine.